Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer had previously experienced similar alarms and decided to use multiple daily injections to ensure continuous insulin delivery. Despite the pump being out of warranty, the customer showed interest in renewing for a different pump model but found it incompatible with their android device. Technical support transferred the customer to sales for further information and planned to replace the pump.